Event description:
It was reported that 2 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication and were difficult to prime during use. The following was reported by the initial reporter: "it was reported that the insulin doe snot flow during priming. Verbatim: consumer stated, when priming 2 units, no insulin flowsstated, he was over tightening but now he turns until he meets with resistance and sometimes, it still happens stated, this issue has occurred more than once lot: 0289900 catalog: 320122 date of event: 2021 (B)(6) , (1 pen needle affected, other times, unknown)samples: yes cl."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that 2 pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication and were difficult to prime during use. The following was reported by the initial reporter: "it was reported that the insulin doe snot flow during priming. Verbatim: consumer stated, when priming 2 units, no insulin flows stated, he was over tightening but now he turns until he meets with resistance and sometimes, it still happens stated, this issue has occurred more than oncelot: 0289900 catalog: 320122 date of event: 2021-03-17, (1 pen needle affected, other times, unknown)samples: yes."